Manufacturer narrative:
Received one used. List #146870489, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch, as received, no physical damage or other anomalies observed. The set was primed with a flexible container of water at 36" head height and primed per package instructions. The set developed a leak as soon as the prime was initiated. The secondary port was examined, and evidence of a spiral fracture was found. No other damage or anomalies were found anywhere on the set. The complaint of leakage can be confirmed on the secondary port. The probable cause is due to unintentional excessive force. A DHR lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for evaluation but investigation is not yet complete.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 where the customer reported that they had a set that was leaking severely from the blue hub where either saline or premeds were being used. The event occurred during patient use and there was a slight delay of therapy due to switch out the tubing. Harm was not reported as a consequence of this event. This is report 1 of 2.